Event description:
The customer reported that while cleaning a colonoscope an 8" piece of cleaning brush catheter broke off from the cleaning brush device and was left in the scope. During the next procedure the broken catheter was inserted into the pt's colon. The broken catheter was removed from the pt. The customer reported to ballard medical products that the pt was not injured. Ballard medical products has no first hand knowledge of the allegations but is relaying information received by outside sources pursuant to federal regulations.